Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, they noticed the needle would not fully extend. The procedure was completed with a different device. No patient complications were reported as a result of this event. This event has been deemed a reportable event based on the investigation results which revealed that the needle was bent.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2014. According to the complainant, during the procedure, they noticed the needle would not fully extend. The procedure was completed with a different device. No patient complications were reported as a result of this event. This event has been deemed a reportable event based on the investigation results which revealed that the needle was bent.

Manufacturer narrative:
(B)(4). Visual evaluation found outer sheath was bent. Dimensional check found outer sheath length is within specification. Functional evaluation found needle would not extend. Inner sheath was removed from outer sheath. Evaluation found no issue with inner sheath. Needle was present and properly attached, but bent. The complaint that the needle was unable to fully extend was confirmed. Based on the condition of the returned device and the evaluation conducted, the most probable root cause for the needle being bent was operational context. Anatomical/procedural factors likely affected the device integrity. A review of the device history record (DHR) was performed; no anomalies were noted.